Event description:
It was reported to hamilton medical ag: the local staff was checking the operation of c1. However, no matter how many times they tried, the tightness test failed. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4).